Event description:
At 8:30, rm called respiratory therapist into pt's room due to visible shortness of breath. It was noticed that the pt's tidal volumes were low. Ambu-bagging was immediately initiated with noticeable difficulty. The pall hme filter was subsequently taken out of line with the circuit which relieved the ambu-bagging difficulty. The pt was placed back on the ventilator on the simv settings with a marked improvement in respiratory status.